Manufacturer narrative:
An investigation has been initiated. A review of the mfg records indicated that all device specifications and quality requirements were satisfied. Additional info about the pt, device and event has been requested. When the investigation is complete a final report will be submitted.

Event description:
It was reported that the catheter leaked where the luer meets the extension.